Manufacturer narrative:
The customer's complaint could not be verified. Further inspection found dirt clogged onto the excluder separating it from the cup. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that intra op, the device was making whirring (abnormal noises). The device was activating when foot pedal was not activated. The device did ineffective biting of tissue. The screen of the device stated "handpiece stalled". There was no patient impact. There was a delay of 2 minutes. Upon follow up, it was clarified for "ineffective biting of tissue" that it was spinning very fast so no tissue was being taken up, then it would just suddenly stop spinning. It was further clarified for inadvertent activation of device that it was making a noise like it was being activated by foot pedal even when the surgeon didn¿t have his foot on the pedal. The error message was seen on the screen when the device was not working. The procedure performed was fess.